Event description:
During this procedure to place the endovascular graft system, difficulty was experienced in cannulating the contralateral leg hole of the trunk-ipsilateral component (ebe). 17000u of IV heparin was administered and the additional procedure time contribute to blood loss requireing a transfusion of blood to the pt of 2000cc.